Event description:
New information received suggests the atrial lead was also capped on (B)(4) 2018 due to a suspected lead fracture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was capped on (B)(6) 2018 due to high impedance. No visible damage or position issues were apparent on this lead by the physician. The lead was replaced and system upgraded. The patient was stable.